Manufacturer narrative:
Initial reporter: occupation is patient/consumer who is also a physician. The test strips were requested for investigation, however, the product is not available for further investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek inrange meter serial number (B)(4) compared to an stago neoptimal laboratory method. On (B)(6) 2022 the patient had an initial meter result of 4.3 inr while the lab result was 3.3 inr. On (B)(6) 2022 the patient had an initial meter result of 3.8 inr while the lab result was 2.9 inr. The time difference between the measurements is less than 3 hours. The patient's therapeutic range was 2.5-3.5 inr.